Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2019. Upon removal of the sensor, a portion of the wire remained in the skin and the area became red, swollen and painful. The patient was evaluated by a physician and was scheduled for surgical removal of the wire. The event occurred two days after the sensor had been inserted into his abdomen. No data or product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.